Manufacturer narrative:
UDI= (B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was difficult to charge and was no longer functioning. Device malfunction was suspected with the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.